Event description:
It was reported that a flogard infusion pump experienced an unspecified alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the sample was visually inspected and functionally tested. The reported condition of an alarm was confirmed as the downstream occlusion alarm. The cause was determined to be the safety / slide clamp being out of specification and needing a shim. The safety / slide clamp was calibrated with a safety / slide clamp shim to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.